Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a sterility issue due to the cover missing. This was discovered before use. The following information was provided by the initial reporter: reports that the employee, when keeping the packages of ultra fine needle, sticked herself. Reported that there is no "cap."

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a sterility issue due to the cover missing. This was discovered before use. The following information was provided by the initial reporter: reports that the employee, when keeping the packages of ultra fine needle, stuck herself. Reported that there is no "cap".

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for needle stick (clean) and shield separates for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.